Event description:
The procedure was coil embolization for left superior petrosal sinus that was not calcified and moderately tortuous. During the procedure, a vrd (enc453712/lot unknown) was meant to be placed in basilar artery through left posterior communicating artery using an unspecified prowler select plus (lot unknown), and the physician firstly thought he had succeeded. Then, an additional vrd was placed in the right posterior communicating artery, and several coils were successfully placed in the target site. The procedure was completed and there was no issue noted by that time. However, later on, he realized that a piece of vrd was found in an unspecified y-connector and it turned out that the 1st vrd was not really placed in the left posterior communicating artery. Based on video footage, the 1st vrd was dislodged from the delivery system in the microcatheter during delivery to the target aneurysm, and then during the retrieval of the microcatheter, the vrd came back together. The physician suspected that there might be a problem/damage with the retraction bump. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also there was no damage reported on the devices after the procedure. The delivery systems of both vrds are going to be returned for evaluation. But unfortunately we are not sure which is which. No additional information is available.

Manufacturer narrative:
Additional clarification from the affiliate indicated that 2nd vrd was placed in the right posterior communicating artery. It was planned to place 2 vrds in a y configuration, one in left posterior communicating artery and the other one in right posterior communicating artery. Eventually, no vrd was placed in the left posterior communicating artery. The 1st vrd once exit the mc but it seemed to be fallen off within the microcatheter. The second stent placed because it was originally planned to be placed in the right posterior communicating artery. The physician's original intention was to place two vrds in each posterior communicating artery. It was noted that upon deployment of the 1st vrd, when the physician retracted the mc, the stent wasn't completely expanded across the neck of the aneurysm as it exited the microcatheter somehow. It was also noted that the physician experienced resistance at the point where the proximal end of the stent positioning marker was aligned with the mc distal marker band. No more information is provided regarding the 1st deployment. The "piece of the vrd" that was found in the y-connector was the entire stent. No damages observed on the vrd. The entire delivery wire removed without any damage. The second stent delivered was not within the same microcatheter. However, no information regarding the microcatheter was provided. Also there was no defects/malfunctions were noted. At the beginning of the deployment, the stent wasn't completely expanded across the neck of the aneurysm. However, the physician kept retracting the microcatheter because he assumed that vrd was open as it exit microcatheter. An adequate continuous flush maintained through the microcatheter.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.